Manufacturer narrative:
H11: additional manufacturer narrative: in this case the valve was reported to have been implanted in the pulmonary position. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. As the device remains implanted, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 10 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification that this 37 year-old patient with a 25mm edwards bioprosthetic valve implanted in pulmonic position, underwent a valve in valve procedure after an implant duration of at least fourteen (14) years and nine (9) months due to moderate regurgitation and severe stenosis. A transcatheter valve was implanted in replacement. An angiogram was performed and it showed severe regurgitation, so a second transcatheter valve was deployed, and the patient was noted as to be recovered after the reintervention. The implant date is only known as "2010". Therefore, (B)(6) 2010 is being used to calculate the minimum implant duration.